Event description:
This syncardia hand pump was not in use with a pt. The syncardia hand pump is an accessory to the syncardia temporary total artificial heart (tah-t) system. It is a manually-operated piston-type pump that is intended to provide pulses of pneumatic pressure through the right and left drivelines. It is intended for hospital use only to provide backup operation to support the syncardia tah-t for short time durations. The customer reported that the hand pump was possibly dropped, and there are loose parts inside. The hand pump will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.